Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, one patient sample was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. Investigation summary: 20 retention samples from bd inventory were functionally tested for draw volume and all tubes tested within specification requirements. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint is unable to be confirmed for the reported defect, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.